Event description:
It was reported that pump displayed repeated malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.